Event description:
During semi-annual preventive maintenance (pm), the service repair technician (srt) reported that there was a "pump jam" error message on the centrifugal drive motor at maximum revolutions per minute (rpms). There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, the product surveillance technician (pst) was able to duplicate the complaint. No signs of damage observed during visual inspection. When the pst connected capiox drive motor to lab-use only (luo) control module, system-1 power supply and 36 inches capiox water loop and increased speed on pump module to maximum; he observed "pump jam" error message at approximately 2670 revolutions per minute (rpm). The pst connected oscilloscope to pin 1 (p1) of pump pod, restarted the pump and adjusted speed to 2660 rpms; the current drawn was 5.99 amps. Current above 6.5 amps causes a motor "over-current" event. But, the capiox motor is failing before it draws the 6.5 amps threshold. The pst disconnected the capiox water loop from drive motor, started the pump and increased speed on pump module to maximum and observed the drive motor to reach 3000 rpm with no pump jam message. When the capiox water loop was shortened to 24 inches, drive motor stopped and display "stop: pump jam" message on pump module when the pump reaches approximately 2640 rpm. The pump speed was adjusted to 2630 rpms, the current drawn was 6.09 amps. When the capiox water loop was lengthened to 60 inches, the drive motor was observed to run at 2960 rpm with no pump jam message and the current drawn was 5.68 amps. When luo motor was tested with 36 inch capiox water loop, the drive motor was observed to run at maximum speed of 2700 rpms with no pump jam message and the current drawn was 4.7 amps. The luo motor was observed to run at maximum speed with no pump jam error message when 25 and 12 inches long tubing were attached. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #: 1828100-2015-00426. The unit was never used prior to svc performing the pm. The manufacturing laboratory at east v & v believes this to be an "out of box" failure.